Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to prime reservoir. Customer reported that insulin would not come out during bolus. Customer's blood glucose was 521 mg/dl, which was treated with manual injection. During troubleshooting, customer reported that high blood glucose began on (B)(6) 2016. Customer declined further troubleshooting and requested for insulin pump to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.